Manufacturer narrative:
Device eval: the suspect device has not been returned for eval. A f/u report will be submitted when the eval has been completed. Conclusions: a f/u report will be submitted when the eval has been completed.

Event description:
The customer reported that the control syringe had an unk particle stuck to the plunger in the fluid path. No harm or injury was reported.